Manufacturer narrative:
Additional information: h6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: h6 type of investigation: 4110 lens work order search: no similar complaint type events reported for units within the same lot. Should have been included. (B)(4).

Manufacturer narrative:
H11 - manufacturer narrative: toxic anterior segment syndrome (tass) is an acute sterile postoperative inflammation that can occur after uncomplicated or complicated intraocular surgery. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with tass, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also lead to tass. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors. Claim#:(B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. Toxic anterior segment syndrome (tass) was diagnosed. Diagnostics were performed, treatment was administered. The lens was explanted and the problem resolved.